Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the set screw could not be broken off during the procedure. The screw was removed and replaced. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Macroscopic and optical examination discovered isolated material removed from the thread crest and flank. Functional evaluation with a sample mas found the implant able to be fully engaged into the mas head. After visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing of the implant; unable to determine root cause of the foregoing event from the available information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.